Event description:
A technician was attempting to unscrew the cap of a tube to inoculate the media with a specimen. The cap was tight and the technician broke the tube while trying to open it. The breakage resulted in a cut on the technician's hand which required stitches.

Manufacturer narrative:
No returns were received for evaluation. Retention material from this lot of material was examined for tight caps. Examination with a thread kit found all material acceptable with no defects to the glass. Torque testing confirmed torque value above the initial release criteria. Manufacturing and release testing records were examined and found to be acceptable. Scheduled preventive maintenance is done on the torque machine and was current during manufacture of this lot of material. Root cause is suspected to be operator error. As corrective action, the complaint report was reviewed with the operators responsible for manufacturing this material. Retraining on proper torquing procedures occurred and has been documented. We will continue to monitor this issue for trends.